Manufacturer narrative:
The insulin pump was received with an intermittent up button response due to corroded keypad traces. No button error alarm noted. No stuck buttons, ramping numbers on their own, or scrolling bar moving anomaly noted. The unit had a minor scratched display window, cracked lcd window at bottom right side corner, cracked case at display window corners, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 187 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.